Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted as the patient was receiving electrical stimulation at the chiropractor's office. A device interrogation found the alert triggered due to low right ventricular (rv) coil impedance. Further review indicated the device was stable. The device remains in use. No patient complications have been reported as a result of this event.